Manufacturer narrative:
Additional manufacturing narrative: the product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted., additional manufacturing narrative (if other): initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Event description:
The customer reported an out of box failure for a rad-5, unit has 2 blown led segments in the display. No consequences or impact to patient was reported.

Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated which included functional testing. The device was turned on using batteries and an led segment on the led digits did not illuminate. During the operational testing the unit provided both audible and visual alarms. An internal inspection of the device was conducted. One segment in the instrument board led component failed, resulting in one display segment being blank. A service history record review reveals that this unit was in the field for less than one (1) year with no previous reported issues related to this reported event. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).